Event description:
A customer called beckman coulter regarding discordant sample ids and run dates. The discrepancy between the correct sample ids and test dates were identified on 5 samples when the test data was compared with the legend plot while running a customer created protocol (flowpage). The legend plot contained fcs keywords to identify runtime info/identification. The on screen date (flowpage) for the sample ID field indicated the sample ID was "755 val hbg abct". The sample ID field is an auto-fill field. The on screen data (flowpage) for the run date field generated a fixed date of 1/2004. The run date field is the test date of the sample being tested (1/2004). No incorrect results were released out of the lab. The legend plot (used to interpret the results) contained the correct sample ID and run date. There was no negative clinical outcome to the pt. The samples used with this protocol were part of an internal validation study and were not reported out of the lab.